Event description:
Reportedly after the microcatheter had crossed the lesion and was in place, during advancement of an unknown guide wire through the microcatheter, the physician felt stickiness and the guide wire perforated the microcatheter shaft. The microcatheter shaft was not separated into two pieces but did have a hole from where the guide wire had perforated it. The devices were withdrawn without any further issue. The patient was fine. No additional event or patient information was available.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. Evaluation summary: evaluation of the returned device revealed that approximately 2 mm of the tip end is twisted to a counterclockwise direction and its lumen is crushed, and a perforated hole was observed at the proximal end of the twisted section. No other damage was noted to the device. Though details of the procedure and the event occurrence were not provided, it is presumed that the corsair microcatheter was advanced and twisted into the lesion without advancing the guide wire ahead of the corsair microcatheter, or counterclockwise torque manipulation was applied to the corsair microcatheter under the condition where the guide wire was removed for exchange, so that the corsair tip end was crushed due to torsional force. Under such condition the guide wire was advanced against the resistance felt, resulting in the perforation to the corsair microcatheter. The warning section of the instructions for use states: always advance the guide wire ahead of the microcatheter before attempting any manipulation of the microcatheter. (If the guide wire is not advanced ahead of the microcatheter, the blood vessel may be damaged or perforated, or the microcatheter may be damaged). If the device is inserted into vessels and the guide wire is to be replaced, insert the guide wire carefully. If there is any resistance during operation, the operation must be discontinued immediately, and the device and the guide wire are withdrawn together. (The device may be damaged and the tip may be cut). Additionally, a rupture is described as one of the possible malfunctions and adverse events. The production records were reviewed and did not reveal any non-conformities.